Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in damaged condition. Upon visual inspection the batter compartment was found to be missing the outer ring. Alarm was found not to be working as there was no voltage present. Based on the evidence, the complaint was confirmed and the root cause was found to be from user interface.

Event description:
Information was received that the alarms on a smiths medical pneupac parapac ventilator are "not working" and the battery needs to be replaced. No adverse effects were reported.